Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date is unknown; (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air pen drive device motor power was too low. It was further determined that the device failed pretest for check history, general condition, internal leak tightness and external leak tightness. It was noted in the service order that the device had low power. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date device returned to manufacturer was documented as 1/11/2018 in the initial report and has been updated as 1/10/2018. Device evaluation: it was documented in the initial report that the assignable root cause was normal wear. However, upon complaint review, it was determined that normal wear was not appropriate as the device was returned for service within the recommended service interval timeframe(1 year); therefore, the assignable root cause was recoded as premature wear. The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. It was documented in the initial medwatch that the date of manufacture was unknown. The date is dec 12, 2008. If additional information should become available, a supplemental medwatch report will be sent accordingly.